Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with inserting the infusion set. Customer stated that last night he changed the set and this morning all was fine. Customer ate and then went with his wife to the doctor. Customer stated that on the way home, he felt ill and his blood glucose was at 357 mg/dl. Customer tried to correct and his blood glucose went up to 452 mg/dl. Customer thinks that the location is not allowing him to get the insulin. Customer reported that the infusion set cannula is bent. Customer stated that he inserts manually. Customer stated that it has been about 24 hours since the bent cannula occurred. Customer was advised to change the infusion set. Customer removed the set and stated that the cannula was bent. Customer was advised to return the infusion set.